Event description:
It was reported that the ventilator had a problem with o2 concentration. The patient involvement is unknown. (B)(4).

Manufacturer narrative:
We did not get any information regarding this complaint. Logs, service report, date of event and the status of the ventilator requested several times. Due to lack of information, the root cause of the reported event can not be found. H3 other text : 4119.

Event description:
Manufacturer's ref.#:(B)(4).